Manufacturer narrative:
Section d4: correction. Section h4: additional information. Manufacturer's investigation conclusion: a specific cause for the report of a nose bleed, chest pain, and volume overload could not be conclusively established through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient presented to the emergency room on (B)(6)2018 with complaints of chest pain and nose bleed. The nose bleed quickly resolved with pressure. The patient had elevated troponin t levels, which were not associated with rise and/or fall levels characteristic of myocardial infarction. It was later clarified that the patient did not have a myocardial infarction, and troponin was less than 0.01. Electrophysiology interrogation did not show any significant signs of activity. The patient was then transferred on (B)(6)2018 and was found to be volume overloaded. The patient was treated with diuresis. The chest pain had significantly improved since admission, and there was no further pain. The patient was discharged home and the event reportedly resolved on (B)(6)2018. It was noted that the patient was awaiting orthotopic heart transplant. The patient remains ongoing on (B)(6) and no further related issues have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to the ER on (B)(6) 2018 with complaints of chest pain and a nose bleed. The nose bleed was quickly resolved with pressure. The patient had elevated troponin levels not associated with rise and fall characteristic of myocardial infarction. Electrophysiology interrogation did not show any significant activity. The patient was transferred on (B)(6) 2018. The patient was found to be volume overloaded. The chest pain has much improved since admission with no pain.